Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/22/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, crease fold, wear abrasion and opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identify a delamination partial in the diaphragm valve, delamination total in the plug strap disc shell, missing plug strap and striated opening in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: delamination total in the diaphragm valve, delamination partial in the plug strap disk shell, missing plug strap due to inconclusive and striated edge opening on the radius side due to surgical damage.

Event description:
The device has been explanted.